Event description:
The facility reported to baxter "easy to hit the wrong key when doing fast calculations on for weight and dosage". The incident was further described "critically ill pt with labile bp had sudden bp drop while family and rn at bedside. Levophed had just been increased. All trouble shooting measures done. Art line and manual bp checked. Fluid and levophed boluses and epinephrine given. Attempted to run pentaspan via piggy back would not run, abandoned same and set up as primary infusin. Levophed runner increased to try to increase bp (49/29). Levophed program saying rate too high when dosage increased. Nurse checked program and found that in attempting to change the rate the weight had been changed inadvertently. The weight key is just above the dosage key and when doing fast calculations it is easy to hit the wrong key. The pump in fact was alarming that the rate was wrong but the pts condition required immediate action".